Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that both cadd legacy pumps alarmed -no disposable- with cassette lot # 4196397. Alarm resolved by connecting a new cassette. No patient injury was reported.